Manufacturer narrative:
An event regarding pain involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remains implanted. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "such early osteolysis is a frequent sign of deep wound infection and remains suspected as such until proof of contrary. The fact that a problem is imminent is also supported by the pain of the patient which is unusual at 3-months postoperative unless complications are developing." "More information including follow-up in time is required to solve the problem although I would suggest that 3-months until the next evaluation is possibly on the long side, also depending upon severity or progress of complaints." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided x-rays by a clinical consultant concluded, "more information including follow-up in time is required to solve the problem although I would suggest that 3-months until the next evaluation is possibly on the long side, also depending upon severity or progress of complaints." Further information such as patient demographics, primary operative reports, past/clinical medical history and follow up reports are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported patient had corin on one side and did will. New hip painful. Follow-up three months for xrays.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient had corin on one side and did well. New hip painful. Follow-up three months for x-rays